Event description:
A customer reported a peripherally inserted central catheter (PICC) attempted in rue. Line cut to 10cm and thread to 9cm. Line noticed to be leaking saline from insertion when flushed, unable to obtain blood return. Second PICC rn called to bedside and it was decided to attempt to exchange line. New introducer placed and only 3cm of line removed, 7cm remain in pt. Md called to bedside to assess situation. Introducer remains in patient at this time. Supply chain has part of the kit.

Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. One catheter hub was returned for review. The catheter tubing was not returned. Visual inspection confirmed use of the product by the presence of dried bodily fluids. The tubing beneath the silicone disc was inspected under magnification and the edges were straight not jagged which is indicative of the tubing being cut. The silicone hub was functionally tested with a colored water filled syringe and a hemostat forcep resulting in confirmed leakage at the catheter hub. A small slit on the hub was observed under magnification. Probable causes for the damage to the catheter hub could be related to the mishandling of the product during assembly, unit storage, packaging, or after reaching the customer. There have been no other complaints regarding this issue with this lot number. Since a definite root cause for the damage to the catheter hub could not be determined, no corrective action will be taken at this time. Argon will continue to monitor for issues of this nature in the future.